Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula was bent event. The first event occurred on (B)(6) 2024 and second event on (B)(6) 2024. Both the events occurred within 3 or more hours of insertion. The insertion site was at abdomen. The blood glucose level at the time of event was 300-350 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.